Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath medium and an irrigation connection was missing. There was no patient consequence. Additional information was received. It was noted that the side port of the sheath for irrigation was not attached to the shaft of the sheath. It seemed it was not glued to it. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The sheath was not being used on the patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection was performed following bwi procedures. Visual analysis revealed that the side port was observed separated from the hub component. A microscopic examination of the side port was performed, and insufficient adhesive application was found. Further investigation revealed that this type of failure was related to the manufacturing process. An internal correction action was opened to introduce optimization actions on devices with stopcock gluing issue. A device history review was performed for the finished device number lot 00002510 and no internal action related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The side port issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: before using the carto vizigo¿ sheath, completely read and understand the instructions for use. Using a standard aseptic technique, remove the sheath from the package. Visually verify that the sheath is not damaged. Inspect all components before use. From the side port only, aspirate all air prior to fluid infusion. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Correction to the initial report: g1. Manufacturing site. Is freudenberg medical llc, therefore g1 manufacturing site details have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and an irrigation connection was missing. There was no patient consequence. Additional information was received. It was noted that the side port of the sheath for irrigation was not attached to the shaft of the sheath. It seemed it was not glued to it. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The sheath was not being used on the patient.